Event description:
Customer reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. No additional assistance was necessary from technical support, and the case was closed.